Manufacturer narrative:
Awareness date was confirmed as (B)(6) 2016. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device history records was conducted. The report indicates that: 329.143 - 9642249, manufacturing site: (B)(4), manufacturing date: 04.sep.2015, expiry date: - no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during the first operation, part # 329.143 with lot. 9642249 broke and small piece of the bending part was cut out. This report is 1 of 1 for (B)(4).